Event description:
It was reported to boston scientific corporation that an obtryx halo device was implanted on (B)(6) 2010. According to the complainant, as a result of the implant, the patient suffered incontinence, hardening of mesh, scar tissues, vaginal pain, pelvic pain, dyspareunia, extrusion of mesh, and disfigurement. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.